Event description:
Hold cs 6/9it was reported that this right atrial (ra) lead was an attempted implant as pacing was not delivered when required and sensing issues were also noted. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis noted that the set screw marks were located more proximal than expected on the terminal pin, suggesting improper insertion depth in the device header. The noted improper insertion depth may have caused or contributed to the reported clinical observations of sensing issues.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as pacing was not delivered when required and sensing issues were also noted. A new lead was successfully implanted. No additional adverse patient effects were reported. This device was returned for analysis.